Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Blood - mouth [mouth haemorrhage]; pinched inside of mouth [mouth injury]; pinch inside lip [lip injury]; toothbrush came away completely from attachment [device breakage]; toothbrush came away completely from attachment inside mouth causing severe pinch inside lip [injury associated with device]. Case description: a female consumer of unspecified age reported via e-mail on (B)(6) 2016 that after a couple of uses with an oral-b rechargeable toothbrush, version unknown, the oral-b power oral care refills precision clean pinched the inside of her mouth, drawing blood; she assumed that it was her technique as she had never experienced this before. The consumer stated that this continued occasionally, until (B)(6) 2016, when the toothbrush came away completely from the attachment inside her mouth causing a severe pinch inside her lip. She asserted that she was now unable to use the brush heads. The case outcome was unknown. No further information was provided.

Manufacturer narrative:
On 25-oct-2016 product investigation results: reporter returned eight toothbrush heads on (B)(6) 2016. Toothbrush heads confirmed to be counterfeit.

Event description:
Blood - mouth [mouth haemorrhage], pinched inside of mouth [mouth injury], pinch inside lip [lip injury], toothbrush came away completely from attachment [device breakage], toothbrush came away completely from attachment inside mouth causing severe pinch inside lip [injury associated with device], product counterfeit [product counterfeit]. Case description: a female consumer of unspecified age reported via e-mail on (B)(6) 2016 that after a couple of uses with an oral-b rechargeable toothbrush, version unknown, the oral-b power oral care refills precision clean pinched the inside of her mouth, drawing blood; she assumed that it was her technique as she had never experienced this before. The consumer stated that this continued occasionally, until (B)(6) 2016, when the toothbrush came away completely from the attachment inside her mouth causing a severe pinch inside her lip. She asserted that she was now unable to use the brush heads. The case outcome was unknown. No further information was provided.